Event description:
It was reported the physician was unable to place the "plug" all the way in to the "rv coil df-1 port" of the device. The physician stated the setscrew was "completely backed out" of the connector. Also reported, the device and leads were explanted due to infection and vegetation; the device was being used as an external temporary pacemaker. The leads were returned; two of the explanted leads are competitive products. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products continued: 1599-65 (competitive) implantable tachy lead: (B)(6) 2002. 1488tc-52 (competitive) implantable pacing lead: (B)(6) 2002.

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. The set screw was in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.